Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The primary reported device failure mode, related to a stuck deployment line during attempted deployment, is consistent with the condition of the returned device. However, the deployment line was not confirmed to be stuck as deployment from the deployment knob was able to continue during evaluation of the returned device. Evaluation of the returned device indicates deployment of the outer zipper to the turn-around, no deployment of the inner zipper, and no expansion of the endoprosthesis which are consistent with the reported inability to deploy. The reported bent catheter was confirmed through evaluation of the returned device as a kink in the distal shaft at the transition was observed. The cause for the distal shaft kink could not be established, but the occurrence is consistent with the application of high force to the deployment line during attempted deployment as reported. The cause for the stuck deployment line reported during the procedure could not be established. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The investigation could not confirm the cause of the reported hazardous situation nor the device failure mode in relation to the reported inability to deploy the device.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with 8mm x 15cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat external iliac artery disease. The thrombectomy was completed with the 5.5f catheter. Then the viabahn device was advanced via 10-550 adjustable sheath to target lesion. After pulling out the deployment line, it was unable to deploy. When trying to pull out line with big force, the catheter was bent. Therefore, it was removed out of patient.